Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is inadequate si joint fixation. The ifuse implant lot numbers are unknown.

Event description:
In late 2013, the patient underwent a left side si joint fusion where three ifuse implants were placed. The patient had great pain relief but then reported a recurrence of pain approximately eight months later. In (B)(6) 2014, upon request of the patient, the surgeon performed a revision surgery where he removed all of the left side implants and performed an open si joint procedure on the joint. The patient is doing well following the procedure.